Manufacturer narrative:
Investigation result: two 2000e china samples were received without packaging for investigation; no connecting product was available to assist the investigation. The customer reported that the affected samples were from lot 24095559 and that "this product appears to not go when connected to an infusion set". Additional information noted that this occurred during priming with saline solution with a weigao infusion set. The returned samples were subjected to functional testing by priming and flushing using a 50ml bd plastipak syringe; one of the samples flushed without any issues, whilst the other one was confirmed to be occluded. The details of this feedback were forwarded to the manufacturing site for investigation. Following a small number of similar reports, bd has conducted an in-depth investigation to identify any potential contributing factors for occlusion at the smartsite of this nature. The investigation has determined that a potential contributor could be the result of an insufficient amount of fluorosilicone having been injected into the piston of the smartsite during the assembly process; fluorosilicone is used as a lubricant within the smartsite to ensure the consistent opening of the piston when the smartsite is activated, and an insufficient amount may cause a temporary occlusion. They confirmed that the incorrect amount of fluorosilicone was likely due to a fault within the assembly machine during manufacture of the affected smartsite. A review of the production records for lot 24095559 did not identify any in-process testing failures or quality deviations which may have resulted in a report of this nature. Since the manufacture of the reported lot, the production of the smartsite has been moved to an alternative assembly machine, which is capable of providing a more consistent lubrication process; this change should ensure the likelihood of reports of this nature are reduced in future. The quality team at the manufacturing site has been informed of this report and will continue to monitor the incoming feedback and remain vigilant to issues of this nature during future production. A review of the customer feedback database indicates that reports of this nature against products in the smartsite product family are rare and have been occurring at a low frequency within the last 12 months.

Event description:
No additional information.

Manufacturer narrative:
If a device evaluation and/or device history review is completed, a supplemental report will be filed.

Event description:
It was reported that the bd alaris smartsite needle-free valve was occluded. The following information was provided by the initial reporter, translated from chinese to english: this product experiences fluid retention when connected to an infusion set. Two tubes are affected. Additional information received from the customer: please confirm when the fault was identified during priming or during infusion? If during infusion, how long into the infusion? Discovered during flushing stage please confirm the make and model of the connecting product(s)? Weigao infusion set please confirm if there is any visible damage on the set ¿ such as cracks, flashes or deformation of the piston? No damage please confirm what substance was being infused during the time of the event? Saline solution was there any patient harm? No injury was there an under infusion? No occurrence of insufficient infusion.